Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Additional patient information: diagnosis: metastatic rectal cancer.

Event description:
It was reported that on (B)(6) 2019 the patient was connected to an elastomeric ball pump containing 5-fu to infuse over 48 hours via a right chest port-a-cath. On (B)(6) 2019, the patient returned to have the chemotherapy infusion disconnected when the nurse noted that there was a white powder observed at the connection of the elastomeric ball tubing and the texium connector. It was also noted that the elastomeric ball had not deflated completely. Another elastomeric ball containing 5-fu was made and was continued for an additional 24 hours. The patient denied noticing a leak on his skin. The customer further stated that there were no adverse effects caused to the patient from the event, as well as, no skin irritation and the patient's vital signs remained stable. No additional monitoring or lab work was required. There was no leaking noted when he returned on (B)(6) 2019 for disconnect.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that on (B)(6) 2019 the patient was connected to an elastomeric ball pump containing 5-fu to infuse over 48 hours via a right chest port-a-cath. On (B)(6) 2019, the patient returned to have the chemotherapy infusion disconnected when the nurse noted that there was a white powder observed at the connection of the elastomeric ball tubing and the texium connector. It was also noted that the elastomeric ball had not deflated completely. Another elastomeric ball containing 5-fu was made and was continued for an additional 24 hours. The patient denied noticing a leak on his skin. The customer further stated that there were no adverse effects caused to the patient from the event, as well as, no skin irritation and the patient's vital signs remained stable. No additional monitoring or lab work was required. There was no leaking noted when he returned on (B)(6) 2019 for disconnect.